Event description:
The event involves a ceiling mounted surgical light fixture falling and striking a doctor and a patient. The patient had been brought to or and positioned onto the table for a surgical procedue involving her right foot. The patient was awake and had not been anesthetized. The light fixture consisted of one ceiling mounted light with one lens and a separate ceiling mounted light with two lenses. The single lens light had been positioned over the right foot. The double lens light was being positoned over the patient by the doctor and a nurse when it separated from the ceiling mounted pole and fell. The doctor and nurse helped to deflect the falling light away from the patient. The doctor was struck on the head and patient on the lower torso and right foot. Other personnel assisted in lowering the double lens light fixture to the floor. The single lens light fixture remained mounted to the ceiling. The doctor was struck on the head and the patient was struck on the lower torso. The uninjured patient was awake and remained calm. The patient was then moved into another or where the surgical procedure was performed. The light fixture had originally been installed in another or room and had been installed in the event or by a professional contractor fourteen years ago. The light was atttached to the ceiling pole in a screw like fashion and appeared to have become unscrewed from the pole. At present we are focusing on the installation of the light fixture to determine if it was properly installed.